Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report. The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to verify prime alarm due to motor error alarm. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, display window and missing end cap sticker.

Event description:
It was reported via phone call that the customer's blood glucose was 474mg/dl. Customer treated with manual injections.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 385 mg/dl at the time of incident. The customer stated that the drive support cap was sticking out. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the insulin pump would rewind but it would not let them get to fixed prime. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.